Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose (bg) level of 659mg/dl. The customer received unspecified treatment to address bg level. Reportedly the pump battery was depleting quickly resulting in the pump shutting off. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.